Event description:
Procedure type: pneumothorax bulla resection. According to the reporter: after the 1st firing, the return knob was returned, but the knife and clamp cover would not return. Add'l resection of tissue was needed. The releasing blue button was pressed and the cartridge was removed from the device. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).